Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a delaminated downstream occlusion (dso) seal and required a software upgrade. There was no patient involvement.

Manufacturer narrative:
Received one device, customer complaint of delaminated downstream occlusion sensor (dso) seal cannot be confirmed through visual inspection. Dso sensor out of calibration. The dso was occluding at 27 psi, occlusion sensor needed recalibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event log does not reflect the complaint.